Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited both a treated and an untreated episode with t-wave oversensing and changes in amplitude morphology measurements. As stated, there was one treated episode that led to the delivery of an inappropriate shock. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported.